Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in april 2009 and performed to specification, alongside random manual power ons, up to the 28th november 2010. An increase in voltage suggests a further pad-pak was installed during this time. The device failed a self-test due to a low battery on the 20th december 2015. Multiple manual power ups some of 10 minutes duration and some containing nonsensical durations were observed in the device memory between the 29th november 2010 and the last log entry on the 17th may 2016. The pad-pak became depleted during this time. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.